Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the instrument for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined.

Event description:
It was reported that during central processing, the 0 degree endoscope plus did not turn properly. There was no report of patient involvement.